Event description:
It was reported that the suction buttons became stuck, resulting in continuous suction. A second device was used to complete the procedure.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suction buttons became stuck probable root cause: 1. Severe shipping conditions 2. Material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the suction buttons became stuck, resulting in continuous suction. A second device was used to complete the procedure.